Event description:
This report summarizes four malfunctions. A review of the reported informations indicated that the model 9808560 implantable port allegedly leaked. This information was received from various sources. All the malfunctions involved patients with no known impact to the patient. Of the reported patients, two patients ranged from 62-77 years of age and two ranged between 49-56 kgs. Of the reported patients, three were male. The remaining patient information was not provided.

Manufacturer narrative:
H10: of the 5 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 3006260740-2020-03596. H10: the lot number was provided for 1 out of 4 malfunctions, therefore, a lot history reviews were performed. For 3 of the 4 malfunctions, devices were returned to the manufacturer for evaluation. Two electronic photos were provided and reviewed for one malfunction. The investigation for the reported one malfunction is inconclusive for the alleged fluid leak and misassemble by users issue as the device was not returned for evaluation. Fluid leak is unconfirmed for one reported malfunction. The remaining two malfunctions are confirmed for the alleged fluid leak, fracture, deformation due to compressive stress and natural worn issue. A definitive root cause could not be determined based upon available information. The devices are labeled for single use. H10: g4. H11: b5, h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 5 reported devices, the lot number for one device was provided and a lot history review will be performed. Of the 5 devices, 3 samples were returned were returned to the manufacturer for inspection/evaluation and electronic photos were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes five malfunctions. A review of the reported informations indicated that the model 9808560 implantable port allegedly leaked. This information was received from various sources. All the malfunctions involved patients with no known impact to the patient. Of the reported patients, three patients ranged from 60-77 years of age and two ranged between 49-56 kgs. Of the reported patients, four were male. The remaining patient information was not provided.